Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon and stent damage occurred. The target lesion was located in a coronary artery. A 2.50x38 synergy drug-eluting stent was advanced to the lesion. However, half of the stent was detached from the proximal marker to distal marker which was confirmed on the angiography. The physician did not place the stent and was removed outside the patient. The device was checked and it was noted that the stent was on the balloon but was shortened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was damaged across its length with struts distorted, bunched and overlapping. Stent moved distally on the balloon over the distal markerband exposing the proximal balloon body for 10mm. The maximum crimped stent profile was measured and is within specifications. The bumper tip showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were visible on the exposed proximal balloon body. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent moved on balloon and stent damage occurred. The target lesion was located in a coronary artery. A 2.50x38 synergy¿ drug-eluting stent was advanced to the lesion. However, half of the stent was detached from the proximal marker to distal marker which was confirmed on the angiography. The physician did not place the stent and was removed outside the patient. The device was checked and it was noted that the stent was on the balloon but was shortened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.